Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to confirm excessive no delivery alarm and unable to perform any test due to button unresponsive. The insulin pump had severely scratched display window noted, broken battery tube thread and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that they tried different infusion sets. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.